Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a tear in the balloon material at the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation within specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.